Event description:
The customer reported having high blood glucose. The blood glucose reading at time of call was 400mg/dl. The customer stated that insulin was leaking into the reservoir compartment. Troubleshooting was performing. The customer stated that she inserted a needle into the reservoir to give a manual injection of 10.0 units to treat her high glucose and the rubber septum was damaged because of this. No further info was performed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.